Event description:
It was reported that during deflation with the indeflator, the handle separated. A new indeflator device was used to complete deflation successfully. Again, an indeflator was used for deflation; however, the handle separated again and a new indeflator was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported handle separation, however, was functionally operable in achieving deflation. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and no product identification was available on the returned product; however, based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The second 20/30 priority pack indeflator is being filed under a separate manufacturer report number. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.